Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and since the issue was due to a malfunction of the iab catheter, the pump did not need any repairs. The fse performed a preventive maintenance (pm) and unit passed all functional and safety test per factory specifications. Since the iabp did not require any repair it was never taken out of service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed gas leak alarm during therapy. In addition we were informed that each time the gas leak alarm appears, the user has to press the "iabp fill" button, and restarts the therapy. This action was repeated every time the issue occurred, until therapy was completed. The patient's ECG and pa were good. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.